Event description:
It was reported that base hardware and battery communication failure event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damage to the pump. Customer's reported issue was duplicated. Base hardware failure was found at power up-process and a moment later the battery communication timeout error was followed. The root cause of the reported issues was found to be caused by the interconnect board not operating as intended which also causes the battery communication timeout error. Actions taken to mitigate the reported issue replaced interconnect board and battery. Performed power-up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.